Manufacturer narrative:
(B)(4). Insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. However partially broken retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, partially broke retainer ring and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the retainer ring of the insulin pump had a crack. They stated that there was a hairline crack on the reservoir and afterwards it broke. The insulin pump was neither bumped nor dropped. Reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.